Event description:
This catheter was used to exchange another catheter in the right internal carotid artery for a selective catheterization. After other catheterizations, contrast was injected into the catheter. The vessel was seen to be dissected with only minimal antegrade flow.